Event description:
The consumer stated the unit is alarming, the consumer does not remember if it shut down. She purchased the unit on line in (B)(6) 2014. The consumer could not find the serial number.